Event description:
I am a lab manager that has deep concerns about the test kit quality and instrument performance of the stratus cs being mfg and sold by the siemens corp. Over the past four yrs, I have dealt with numerous urgent safety notices. I have had great variances in the concentrations of reagent lots being sent to me to include tpn-I, p-bnp and d-dimer. Lastly, I have had numerous ongoing issues with the instrument performance to include lamp intensity, lamp managers and the fluorometer. I am currently moving the tpn-I and p-bnp test to my dimension xpand so I no longer have to deal with constant headaches. I hope that someone can look into this one day in order to help lab professionals, as well as, the patients they serve. I appreciate your time. (B)(6).